Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1, product type: ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible shock therapy due to atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr). In addition, there was intermittent undersensing noted on the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) and ra lead remain in use. No further patient complications have been reported as a result of this event.